Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles. The blood glucose level at the time of the incident was 270 mg/dl. The customer stated that the insulin pump was rewound with the reservoir in place. Troubleshooting was not completed as the customer stated that she could not see the air bubble in the reservoir anymore and the tubing seemed to have marks and not air bubbles. It was advised to monitor and call back if issue persisted. Most recent blood glucose level was 322 mg/dl. The product will not be returned for analysis.